Manufacturer narrative:
A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, "electrode temperature slope too high" message was observed on the ngen. In addition, reddish-brown material was observed inside the pebax; however, no external damages were observed on the device. The customer complaint was confirmed based on the picture received. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, temperature and impedance test, and patency test of the returned device were performed following bwi procedures. Visual analysis revealed that there was a reddish material inside the pebax and a hole on the surface of the tip area. A temperature and impedance test were performed and the device was found working correctly. No temperature or impedance issues were observed. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. The hole at the pebax could be related to the issue reported in the event. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a qdot-micro, uni-directional, f curve, c3, split handle for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially, it was reported that during the procedure, an error message of "electrode temperature slope too high" appeared on the ngen generator when plugging in the qdot catheter. To troubleshoot, they tried to irrigate the catheter and flush it without resolution. They reported that it looked like blood had entered the incision spring at the tip of the catheter. The catheter was replaced, the issue was resolved, and the procedure was continued. No adverse patient consequence was reported. The temperature and foreign material were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023, there was a reddish material inside the pebax and a hole on the surface of the tip area. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2023.